Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and bleeding have been associated with the use of this device including neurological dysfunction, stroke and bleeding as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient presented to the emergency department with a headache and diplopia on (B)(6) 2016. Despite inr reversal, neuro exam worsened. It was stated that there were no reported issues or concerns with the pump. An external ventricular drain was placed with initial improvement in neuro exam. However, exam then declined further. It was said that "neuro-exam remains grim, as patient has bilateral pinpoint pupils, +corneal/blinking, new cough/gag, and it was said that patient is unable to illicit withdrawal to painful stimuli." It was further stated that support was withdrawn on (B)(6) 2016 and patient subsequently passed away on the same day. It was stated from the site that the family had requested an autopsy and that the pump will be returned for investigation. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a slight decrease in power consumption of approximately 0.4w. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination and functional testing. Dimensional verification of pump (B)(4) showed slight deviations from the front and rear housing disc curvature specifications. Per an internal investigation; these deviations are not expected to impact pump performance. There was no gross evidence of surface abrasions on the pump and impeller surfaces. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. It is likely that the occurrence of the event is related to the patient's clinical status, comorbidities, and pharmacological factors such anticoagulation there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.